Manufacturer narrative:
No conclusion code available; the reported field event of charge timeout was confirmed in the laboratory via review of the device image. The device was tested on the bench and anomalous hv capacitors were observed. The cause of the charge timeout was anomalous hv capacitors.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with long charge time notification. In clinic, during follow-up, capacitor maintenance showed normal charge time. The device replacement was suggested.